Event description:
The patient reported that they are having two hip surgeries in (B)(6), and that they have been laying a lot and their implantable neurostimulator (ins) is bothering them. It was stated that the ins is on the back right side and has moved in (B)(6) 2016 which is what is bothering them. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information reported that patient has located a doctor who was going to schedule her to have the device removed. The patient stated they are waiting for insurance clearance to scheduled surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called to gain ask for physician listings in their area as they did before. The requested information was reviewed and noted that patient would also be getting a copy sent to them in the mail. It was reviewed that patient would have to contact the clinic to determine if they are able to remove their device. Patient said they wanted their device removed because they had not had battery for a couple years and the battery had moved position and it was uncomfortable, further stating the battery died. Patient said they had a hip surgery in january and the implant had been uncomfortable since then. It was recommended for patient to follow up with the health care professional (hcp) regarding symptoms and removing the device. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient would be seeing their healthcare provider on (B)(6) 2018, and would be providing further actions and details. No further patient complications are anticipated or expected as a result of this event.